Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent an endovascular treatment for a rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The contralateral leg endoprostheses were implanted bilaterally. On an unknown date, follow-up CT showed aneurysmal enlargement and endoleak; the type of endoleak was unknown, but suspected type ii endoleak, distal type I endoleak, or other endoleaks. On (B)(6), 2022, the patient underwent re-intervention. Additional stent grafts were implanted over the distal common iliac arteries (to the bifurcation) of the bilateral contralateral leg endoprostheses for repair. During the re-intervention, angiography did not show any pooling of endoleak in the aneurysm, and the physician suspected a type ii endoleak, not a distal type I endoleak. However, the physician decided to implant the additional stent grafts bilaterally as planned. Reportedly, the initially implanted contralateral leg endoprostheses were slightly insufficient sealing, so the additional stent grafts implantation may have been considered to completely eliminate the possibility of a distal type I endoleak and facilitate possible additional procedures in the future. The suspected type ii endoleak was not treated. It was reported that the type ii endoleak possibly occurred via the lumber artery, from the internal iliac artery to the iliolumbar artery, and via communication between the iliolumbar and lumbar arteries. Or, reportedly it was also possible via vasa vasorum, a nutrient vessel to the aortic wall. A total angiography was performed and again no endoleaks were identified pooling in the aneurysm, and the procedure was completed.